Event description:
Reporter alleged discrepant back to back results of 50 mg/dl versus 150 mg/dl when testing was performed <1 minute apart. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.